Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The irritation manifested as hives, red lumps/welt marks, rash, painful areas, and itching. The patient also experienced rawness/raw skin (no open skin), red bumps (no open skin), and blisters/welts.the patient sought medical treatment for the skin irritation and consulted with a dermatologist. The patient used triamcinolone acetonide cream 0.1% (a topical steroid), which was previously prescribed for another condition. The dermatologist was consulted about using this medication for the current skin irritation. Due to the skin irritation, the patient removed the sensor/patch during the night and took a break from the service. The patient confirmed that skin preparation steps were followed correctly. The patient has no history of skin sensitivity or allergies.the patient had previously spoken with a representative about the skin irritation, and alternatives were already offered. As a mitigation strategy, the patient is rotating the placement of the patch. The patient also washed the affected area and applied the prescribed cream. The electrode lot number was not available. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is 68 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The irritation manifested as hives, red lumps/welt marks, rash, painful areas, and itching. The patient also experienced rawness/raw skin (no open skin), red bumps (no open skin), and blisters/welts.the patient sought medical treatment for the skin irritation and consulted with a dermatologist. The patient used triamcinolone acetonide cream 0.1% (a topical steroid), which was previously prescribed for another condition. The dermatologist was consulted about using this medication for the current skin irritation. Due to the skin irritation, the patient removed the sensor/patch during the night and took a break from the service. The patient confirmed that skin preparation steps were followed correctly. The patient has no history of skin sensitivity or allergies.the patient had previously spoken with a representative about the skin irritation, and alternatives were already offered. As a mitigation strategy, the patient is rotating the placement of the patch. The patient also washed the affected area and applied the prescribed cream. The electrode lot number was not available.